Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04130. It was reported that the patient's leads were auto-reducing. Surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was electively replaced. Therapy as restored post-operative.